Manufacturer narrative:
Due to insufficient information regarding the site, patient, or procedure, we cannot perform any investigation.

Event description:
A voluntary medwatch report mw5150894 was received via FDA stating: "complications and permanent damage reported to the FDA resulting from unnecessary abdominal surgery. I had abdominal surgery on (B)(6) 2023, at (B)(6) hospital (B)(6), in (B)(6), by dr. (B)(6). The surgeon unnecessarily removed two inguinal hernias and my appendix by robotic surgery and repaired an umbilical hernia by hand. The surgeon used the intuitive da vinci xi robot (serial number requested but not provided by (B)(6)) and the surgeon implanted a 3d bard mesh across my entire abdomen. The surgery was outpatient, and I had complications immediately upon returning home postsurgery when I stood up for the first time when I returned home after the surgery. Without warning, I had an episode of explosive loose stools all over my bedroom floor. I had extensive bleeding after the surgery and was bruised a deep purple from my chest down to my toes. The purple color extended across my back as well. Since the robotic abdominal surgery on (B)(6) 2023, I have suffered serious complications that have resulted in permanent physical damage. I have incontinence (loss of control over bladder function) and loss of complete control over bowel movements. I most often must try to sprint to the bathroom, squeezing my penis so I do not urinate on the bed or floor. I suffer severe abdominal cramping throughout every day. I have been keeping a handwritten journal with daily entries of the complications I experience every day. I will provide a copy of my handwritten journal if requested. I have numerous bouts of severe abdominal pain throughout each day and often wake up during the night with severe abdominal cramping. I cannot predict if the severe abdominal cramping will produce a bowel movement or diarrhea. Therefore, I must run lo the toilet or risk urinating and defecating my pants. There have been numerous times when I have not made it to the toilet in time and have had explosive loose stools or even liquid-like diarrhea that winds up covering me, the toilet, and the floor. I am now impotent and cannot obtain an erection. On (B)(6) 2023, the last office visit with the surgeon, I reported these complications in writing to him. The surgeon admitted that since I did not have incontinence, bowel problems, or impotence before the surgery, the surgery itself likely caused the complications I stated above. The surgeon's notes of the robotic abdominal surgery posted on my chart are inaccurate, misleading, and false. And do not contain any information about complications from which I still suffer, and which have caused permanent physical damage. I was not warned by the surgeon of the possible risks and adverse effects of the surgery, the use of the da vinci robot, and the implantation of mesh in my abdomen. When I asked about possible complications. The surgeon responded with the general statement, the complications are those associated with any surgery, such as the risk of infection. I specifically told the surgeon not to use any mesh as I am generally aware of complications reported about mesh in many different types of surgeries. The surgeon ignored my statement and implanted 3d bard mesh inside my abdomen anyway. I believe my complications and permanent damage are a result of several factors: 1. The surgeon was incompetent and inexperienced and did not consider the cumulative effect of performing what amounted to four distinct surgical procedures: robotic removal of two inguinal hernias, robotic removal of my appendix, and repair of the umbilical surgery by hand. 2. The surgeon was inadequately trained in the use of the da vinci robot. The surgeon was not provided training by the manufacturer of the da vinci robot, intuitive inc. Failure to obtain the required training from intuitive caused surgical errors, including the use of the robot throughout my abdomen to reach the body parts that he removed, as the two inguinal hernias and the appendix were separated by significant distance. 3. The surgeon lacked sufficient experience using the da vinci robot and was unsupervised during my surgery. 4. The surgeon failed to warn me of complications associated with the da vinci robot and the 3d bard mesh. The da vinci robot is defective as designed, and this is further complicated by intuitive' s failure to fully disclose to doctors the nature of the adverse effects caused by the robot. (Failure to warn). I do not know whether bard has fully reported complications from its mesh. Based on a simple web search, I discovered that there are thousands of pending lawsuits against bard concerning the 3d bard mesh. The sheer number of lawsuits against bard is overwhelming evidence that the 3d bard mesh is a defective medical device. There is also evidence of underreporting of adverse effects of mesh by surgeons and by bard. I am in constant abdominal pain daily, with numerous severe abdominal cramping that happens frequently throughout the day and night I have a loss of control over urine flow, loss of control over bowel movements, and impotence (ed drugs are ineffective). I have experienced a significant decrease in my quality of life due to all the complications and permanent damage. I must always be close to the bathroom. This renders me confined to my house an overwhelming majority of the time. The da vinci robot remains widely used, intuitive is making a fortune and leaving a trail of permanently injured patients as a result. Warnings are not provided to patients by surgeons and patients by intuitive; bard mesh is also widely used but is defective as designed (numerous lawsuits and complaints can be found by a simple web search). Bard provided no warning of any possible complications from the use of the 3d bard mesh. The surgeon provided me with no warning of complications or permanent damage from the use of the mesh. Why are these defective products that have ruined my quality of life still on the market? I requested this information from (B)(6) hospitals and its affiliated " hospital," (B)(6), not provided."